Event description:
During a disc herniation stabilization procedure at l4 - l5, while trialing for correct size of the disc space, the calix-t/p inserter broke off at the distal threaded tip inside the trial. The surgeon used competitor products from clinic stock to complete the procedure. A small portion of the threaded tip remained in the trial. This malfunction event occurred on (B)(6) 2015 in (B)(6). Both the inserter and the trial were sent to x-spine, systems, inc. These parts have not been received as of the date of this report. Once received, the returned parts will be investigated and, a follow-up report will be completed at that time.

Event description:
During a disc herniation stabilization procedure at l4 - l5, while trialing for correct size of the disc space, the calix-t/p inserter broke off at the distal threaded tip inside the trial. The surgeon used clinic stock to complete the procedure. A small portion of the threaded tip remained in the trial. This event occurred on (B)(6) 2015 in (B)(6). Both the inserter and the trial were sent to x-spine systems, inc. These parts were received on (B)(6) 2015. The parts were then investigated, and this follow-up report prepared.

Manufacturer narrative:
Device is in the process of being returned and will be evaluated.